Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2020 to replace the internal magnet. The implanted device remains. This report is submitted on 16 november 2020.

Manufacturer narrative:
This report is submitted on september 9, 2020.

Event description:
Per the clinic, the patient experienced pain following a magnet dislodgement during an MRI. Surgery to replace the magnet is planned, but has not taken place at the time of this report. The implanted device remains.